Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
Dr. Removed the tibial tower using the slotted hammer with the punch and punch adapter inside the tower per standard surgical protobol after preparing the tibial keel. Upon inspection it was a noted both anterior spikes on the tibial tower had broken, both spikes remained in the tivial plateau and were removed using a kocher clamp. The surgeon said this patient had hard bone. There was a minimal delay int he case to remove the spikes, and case was competed successfully.